Event description:
It was reported to bsc/target that the gdc 10-ultrasoft stretch resistant coil synerg detection circuit detached from catheter without any connection to the power supply. The device was removed surgically and the pt remained comatose. Through additional info from a co representative bsc/target was notified that: "the physician believes that the premature detachment was only one of the factors leading to the death of the pt. The pt was grade 3 prior to admittance.